Event description:
The patient mentioned that he started using v-go 40 about 3 months ago. The patient stated that he places that v-go's on the side of his stomach and they have been falling off periodically when he sweats. The patient stated he cleans the area with alcohol and lets it dry completely before applying the v-go.